Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). Information received through: mw5100095.

Event description:
It was reported that, after a meniscal repair procedure, a routine x-ray was carried out and some type of density was found, which appeared to be foreign and or manmade. A revision surgery was performed to remove the foreign body. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.